Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to patient data not crossing. A technical support specialist applied a workaround to show the patient and noted the need for a permanent fix for the es server issue. The patient examples have been discharged, and the customer agreed to reference this ticket in the future. The system functioned as intended after the technical support specialist troubleshooted the device. The model number, catalog number, serial number, unique device identifier and manufacture date details kept blank since there was no medstation asset associated with the server.

Event description:
It was reported by the customer that a pyxis medstation es system had an issue with patient data not crossing. The customer stated that they had applied a workaround to allow the patient to be shown. Some customers also created temporary patients so they could pull the medications. There was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.